Event description:
The customer reported that the images were slow to come up on the screen and when rebooting the system, the system would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep provided phone to support for the customer who found the system slow to transfer or display images. No conclusion can be drawn as further repair info is not available.